Manufacturer narrative:
Additional information provided. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in common device name. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) using a preloaded delivery system, the central region of the lens was opacified. The lens was removed during the initial procedure and a backup lens was used. The incision was enlarged to remove the initial lens. Additional information was requested.